Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011361, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011361 was manufactured according to the work instruction (wi) version 82 and packaging in the machine 12, on 31/jan/2025, with a total of (B)(4) units. The sub-assembly, assembly of quick set the lot 5a04103 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 30-jan-2025, with a total of (B)(4) units each. The lot 5a04104 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 30-jan-2025, with a total of (B)(4) units each. The lot 5a04108 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 31-jan-2025, with a total of (B)(4) units each. The sub-assembly: gluing of tubing the lot 5a04088 was glued according to the wi version 42, machine 04 and 08, on 30-jan-2025 with a total of (B)(4) units. The lot 5a03845 was glued according to the wi version 42, machine 04 and 08 on 28-jan-2025 with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to delaminated tape, extended inspection was found within specification. Conclusion: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1:patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The patient reported that the insulin exits tubing greater than normal resistance with plunger push. No further information available.